Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2023, two (2) pacemakers borea dr 1500, sn (B)(6) and (B)(6) were tried to be implanted as a replacement of a previous esprit dr implant date (B)(6) 2009 with the same leads already implanted, but it was not possible because of connection issues. During the implant procedure of borea dr 1500, sn (B)(6), no problem was found when connecting the atrial lead to the connector block but there was problem when connecting the ventricular lead (non-microport product) since the lead pin was not possible to be inserted all the way into the pacemaker port. The screw was checked just in case it was tighten, the screw was then loosened in order to try to insert the lead pin all the way into the port, so the pacemaker block and ventricular lead pin were checked and cleaned carefully, and the connection was attempted again without success. Decision was made to replace the borea dr 1500, sn (B)(6) by another borea dr 1500, sn (B)(6), but again the connection issue was repeated with the ventricular lead pin.

Event description:
Reportedly, on 29 june 2023, two (2) pacemakers borea dr 1500, s/n (B)(6) and (B)(6) were tried to be implanted during a routine replacement of a previous pacemaker (implantation date (B)(6) 2009) with the same leads already implanted. No problem was found when connecting the atrial lead to the connector block but there was problem when connecting the ventricular lead (non-microport product) since the lead pin was not possible to be inserted all the way into the pacemaker port. The screw was checked just in case it was tighten, the screw was then loosened in order to try to insert the lead pin all the way into the port, furthermore the pacemaker block and ventricular lead pin were checked and cleaned carefully, and the connection was attempted again without success. Decision was made to replace the borea dr 1500, s/n (B)(6) (reported under MFR ref. (B)(4) by another borea dr 1500, s/n (B)(6) (reported under MFR ref. (B)(4) ), but again the connection issue was repeated with the ventricular lead pin. After several attempts, the physician finally decided to implant a competitive pacemaker that was connected properly to both leads.

Manufacturer narrative:
The analysis confirms that the connection system of the subject pacemaker functioned as specified with a duplicate torque-limiting screwdriver. The returned device analysis concluded that the mechanical characteristics of the returned device conformed to established specifications the root cause of the reported connection issue could not be determined. This case is retained and utilized for trending purposes.